Event description:
The distributor reported on behalf of the user facility that the device was in use with pt (general condition and health of the pt was described as poor) for 12 hours when cuff deflation was observed. It was reported that the pt suffered hemorrhagic shock and passed away. It is unk at this time if the deflated cuff is correlated to the death of the pt. Further info has been requested. No further info has been received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval. This info was entered into the mfrs complaint database for tracking and reporting purposes.